Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-july-06, information was received from a patient receiving fentanyl (500 mcg) and bupivacaine (2.5 mg) via an implantable pump for spinal pain. It was reported that "the day before yesterday" ((B)(6) 2020), the patient's pump started alarming. The patient described the alarm sound as a dual-tone alarm consistent with a critical alarm sound. The patient stated their last pump refill was on (B)(6) 2020. The patient stated they have not missed any refills since then. The patient stated they were in "horrible pain" down his left side, where his pump usually helps him the most. The patient was on vacation and was not near their managing healthcare professional (hcp) so additional listings were provided. Additional information was received from a healthcare provider via a manufacturer's representative on 2020-jul-28. It was reported the patient's pump was replaced on (B)(6) 2020 due to the pump reaching eos in september and the patient claiming a loss of efficacy. The pump was in eri at the time of the replacement the pump was discarded after it was explanted. No environmental/external/patient factors that might have led or contributed to the issue were noted. No diagnostic/troubleshoot ing measures were performed. The issue was considered resolved at the time of the event. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 31-jul-2020 from a healthcare professional (hcp) via a company representative. In response to if there were any other alarm scenarios occurring other than eri (elective replacement indicator) alarm as the patient had reported that a critical alarm was sounding, it was noted that they were only aware of the pump alarming every hour. The cause of the patient¿s pain and loss of efficacy was not determined. No further complications were reported/anticipated.